Event description:
Physician reported a left implant rupture diagnosed by usg. Device has been explanted and discarded.

Manufacturer narrative:
G.3 for initial emdr-00073 was inadvertently left blank, the correct date for g.3 in emdr-00073 is 02/apr/2021.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left implant rupture. Device remains implanted.